Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate and that a cartridge alarm occurred after overfilling the cartridge. Customer also reported hairline cracks in multiple cartridges. Customer's blood glucose level ranged between 250-481 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.